Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a kcl secondary infusion alarmed shortly after it started and the nurse noted fluid leaking due to the silicone segment separating from the upper fitment. The primary set was new that day and had previously infused a kcl infusion with no problems. The user did not pull or stretch the silicone segment and had no difficulties loading set into device prior to the separation occurring. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Conclusion: no available code for undetermined or unknown cause. The customer¿s report of a set leaking was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured to be 0.0916 inches long. Visual examination under a microscope noted a crush mark to the upper blue fitment. Functional and pressure testing was performed. A leak was immediately observed coming out from the silicone tubing near the upper fitment. The set was then installed into a test pump and the device alarmed air-in-line immediately upon start of infusion. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.